Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 40 mg/dl. Customer's other blood glucose value was unknown. Customer reports display was flashing or blank. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer declined to trouble shoot for low blood glucose. The device will not be returned for analysis.